Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2024-13370. Please reference file mrn 3012307300-2025-00467 for all details pertinent to this event.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed to draw accurately. Per reporter, it is unknown how many times the issue occurred and if there was any physical damage/abuse reported. It is unknown if the unit was dropped. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 10-jan-2025. H3: one device was returned for repair with complaint that device "failed to draw accurately." Alarm history was reviewed and found no error codes. Service history found no repairs in the last 13 months. Visual/functional testing was performed. The pump was tested using flow delivery accuracy test, occlusion test and plunger travel test. Unable to verify complaint. The top case was replaced due to cracks on the edges of the case. The pump was recalibrated and passed all performance verification testing.